Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's spouse reported that the ambulance came and took them for hospitalization. The customer's blood glucose was 36 mg/dl at the time of incident. The customer's spouse stated that they were given treatment and blood glucose went up to 333 mg/dl. The insulin pump will not be returned for analysis.